Event description:
It was reported that the pump history was missing data despite being in use. There was no reported impact to the customer¿s blood glucose level. The pump was expected to be returned for further investigation, and a replacement pump with a new serial number had been arranged.